Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery hook instrument allegedly sparked on a non-metal uterine manipulator. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive has received the permanent cautery hook associated with this complaint and completed investigations. No damage found. No product issue was identified. The instrument was placed and driven on an in-house system showing 1 live remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. There was no physical damage. There was no problem detected. The instrument passed the energy delivery test.

Event description:
Refer to h10/h11 for follow-up information.